Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 800 mg/dl. The customer was hospitalized for a heart attack and treated with high readings with manual injections. Customer reported that the high blood glucose levels began on (B)(6) 2017. The customer was admitted to munson medical center on (B)(6), 2017. The customer is still wearing insulin pump. The customer stated the insulin pump did not deliver bolus and changed the infusion set. Customer declined to troubleshoot for high readings. Advised the insulin pump will need to be replaced. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.